Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The pairing was then restored successfully. There were no patient consequences reported.